Manufacturer narrative:
The insulin pump failed the displacement test, and gave a constant alarm during the rewind due to an out of phase motor encoder signal.

Event description:
The customer reported a motor error alarm during a bolus delivery. Troubleshooting was performed, and no damage to the drive support cap was noted. The customer stated that he had an MRI scan done but the insulin pump was in another room. Advised the customer that the insulin pump would be replaced. Nothing further was reported.